Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: the traction wire was completely severed and in the second it was worn out. Probable root cause: design - inadequate suture material - implant anchor not designed for adequate strength to resist tensioning - design does not adequately protect suture during insertion - inadequate knot design - suture length insufficient to facilitate loading into tensioner/cutter process - suture or implant anchor not manufactured to specification - implants loaded in incorrect order - use of incorrect material application - use of excessive force - suture compromised/frayed during attempted insertion. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the suture broke, potentially leading to the anchor being loose in the joint. The anchor was not deployed through the tissue and was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the suture broke, potentially leading to the anchor being loose in the joint. The anchor was not deployed through the tissue and was retrieved.